Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer also had calibration error. The customer¿s blood glucose was 114 mg/dl and the sensor glucose was 177 mg/dl at the time of the incident. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 50 mg/dl and threshold suspend limit in sensor settings was 60 mg/dl. The customer had high blood glucose level of over 400 mg/dl. The customer's current blood glucose was 71 mg/dl. The customer's blood glucose was 315 mg/dl over night. The customer treated with insulin pump. The sensor will be returned for analysis.